Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that medium alarm displayed: pump settings and patient data lost was recorded in history. It was reported that the reported problem was able to be duplicated. Service will replace the printed wire assembly (pwa) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical pump is losing all data and reverts back to (B)(6) 2005. No patient involvement.